Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. The stapler was returned with 21 staples remaining in the cover block, indicating that at least 14 staples were fired by the customer. The trigger was returned partially engaged. There was evidence of use in the form of biological material was present on the device. The rail component was observed to be positioned above the bottom at the proximal end of the cover block prior to disassembly and functional testing. The bottom component of the complaint sample was observed to be positioned incorrectly. The trigger was reset, and stapler was disassembled. The rail component was observed to be pushed down against the rail when the trigger was reset. The bottom component remained to be positioned incorrectly. The device was reassembled, and functional testing was attempted. Upon functional testing, the first fire attempt resulted in three staples misaligning and firing at once. Only one staple could be manually removed. Functional testing could not be continued as the stapler jammed. The device was disassembled and one of the misaligned unformed staples fell out of the cover block. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. The rail component was observed to be positioned above the bottom at the proximal end of the cover block. The pusher appeared to be misaligned. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. The rail component was observed to be positioned above the bottom at the proximal end of the cover block prior to disassembly and functional testing. The bottom component of the complaint sample was observed to be positioned incorrectly. The trigger was reset, and stapler was disassembled. The rail component was observed to be pushed down against the bottom of the cover block when the trigger was reset. The bottom component remained to be positioned incorrectly. The device was reassembled, and functional testing was attempted. Upon functional testing, the first fire attempt resulted in three staples misaligning and firing at once. Only one staple could be manually removed. Functional testing could not be continued as the stapler jammed.the stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "misfire/jamming - multiple staples firing. " no additional information provided about the patient status/patient situation available from the customer.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "misfire/jamming - multiple staples firing. " no additional information provided about the patient status/patient situation available from the customer.